Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed, which located on ed3. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temp probe. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of srm malfunction was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order wo: 02222936 the fse reported that the smart remote manager temp probe was not matching the refrigerator. The fse verified the temperature of the refrigerator to be correct. Later, the fse replaced the temperature probe, and the probe was functioning properly. The report was closed. During dchu visual inspection: pn 136355-01: was received with signs of thermal damage (overheating and discoloration). During dchu testing: (B)(4): testing from dchu was not necessarily due to the signs of overheating in a section of the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause on the original issue of srm malfunction was attributed to a thermally damaged (overheating and discoloration) assy srm buffered temp probe(B)(4). The cable exhibited thermal damage and compromised the reading of temperature.